Manufacturer narrative:
Upon investigation of the actual device used in this incident,it was determined that auxiliary drawer 6 had failed. A field service engineer replaced interface board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
A customer reported that a pyxis medstation system device had multiple drawers failing. The customer reported that users were unable to remove medications from the drawer. Which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.